Event description:
It was reported the customer had a keypad anomaly. The customer stated their insulin pump was scrolling while attempting a bolus delivery. Customer also stated their buttons became unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer also reported cracks near their battery compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has broken battery tube threads, cracked case at display window corners, case at reservoir tube window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.